Event description:
There was a malfunction of the prismaflex. The machine was restarted twice. Reviewed alarms and took steps per rep's guidance through gambro's help line to resolve. Staff unable to clear alarm that pre-blood pump scale component missing. The machine was running with yellow light. Gambro's recommendation was to end treatment, flush blood back to patient, and disconnect due to machine malfunction of scale. A different machine was acquired and now running without difficulty.

Event description:
There was a malfunction of the prismaflex. The machine was restarted twice. Reviewed alarms and took steps per rep's guidance through gambro's help line to resolve. Staff unable to clear alarm that pre-blood pump scale component missing. The machine was running with yellow light. Gambro's recommendation was to end treatment, flush blood back to patient, and disconnect due to machine malfunction of scale. A different machine was acquired and now running without difficulty.